Event description:
Customer was hospitalized due to low blood glucose levels. Troubleshooting was performed and customer stated that she may have primed the pump while being connected to the infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.